Manufacturer narrative:
This report is being submitted under alternative summary reporting e2015054. This summary report is part of the 227 pilot program. (B)(4). All 22 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 22 </noe> malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). These reports were received from various sources. Patient information was confirmed for 2 events. Weight range 165-191 lbs. Age range 33-58.